Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a fractured capacitor on the analog board.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device inappropriately prompted an "attach pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was intermittently duplicated.